Manufacturer narrative:
Device evaluation: 1 x sis-8.5 of lot # c1631823 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th january 2020. The radiopaque marker was returned off the guiding catheter. On the guiding catheter at approx. 2cm from the end the remaining marker is positioned. The marker was deformed. There was a mark at approx. 9cm from the marker end on the guiding catheter. Image review: n/a. Document review including IFU review: prior to distribution sis-8.5 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for sis-8.5 of lot number c1631823 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1631823. It should be noted that the instructions for use (ifu0105-0) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ and under the instructions for use section: ¿introduce guiding catheter into accessory channel over a pre-positioned wire guide¿ root cause review: a definitive root cause can be attributed to user error where the customer used a clso stent which was incompatible with the sis-8.5 device. Where the stent was loaded onto the guiding catheter and not directly on the wire guide as per IFU. It is unknown how the device will function when it is used with an incomplete device and not used as per IFU. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Follow up is being submitted due to the completion of the investigation. Radiopaque marker of guiding catheter got detached from catheter and had to be retrieved as foreign body out of the bile duct. Problem statement customer: during placement of the guide catheter into the biliary system the distal marker ring came loose. When the system was removed immediately, the ring got stuck in the biliary system, the removal was complicated and took an additional 45 mins. Product can be collected from endoscopy department. "As per complaint form": when placing the guiding catheter in the bile duct the rear radiopaque marker (ring) came off. The system itself was removed but the radiopaque marker stuck in the duct. To remove the ring they had to use different materials, it took about 45 minutes.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Radiopaque marker of guiding catheter got detached from catheter and had to be retrieved as foreign body out of the bile duct. Problem statement customer: during placement of the guide catheter into the biliary system the distal marker ring came loose. When the system was removed immediately, the ring got stuck in the biliary system, the removal was complicated and took an additional 45 mins. Product can be collected from endoscopy department. "As per complaint form": when placing the guiding catheter in the bile duct the rear radiopaque marker (ring) came off. The system itself was removed but the radiopaque marker stuck in the duct. To remove the ring they had to use different materials, it took about 45 minutes.

Manufacturer narrative:
Device evaluation: 1 x sis-8.5 of lot # c1631823 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th january 2020. The radiopaque marker was returned off the guiding catheter. On the guiding catheter at approx. 2cm from the end the remaining marker is positioned. The marker was deformed. There was a mark at approx. 9cm from the marker end on the guiding catheter. Image review: n/a. Document review including IFU review: prior to distribution sis-8.5 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for sis-8.5 of lot number c1631823 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1631823. It should be noted that the instructions for use (ifu0105-0) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ and under the instructions for use section: ¿introduce guiding catheter into accessory channel over a pre-positioned wire guide¿ root cause review: a definitive root cause can be attributed to user error where the customer used a clso stent which was incompatible with the sis-8.5 device. Where the stent was loaded onto the guiding catheter and not directly on the wire guide as per IFU. It is unknown how the device will function when it is used with an incomplete device and not used as per IFU. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This correction report is being submitted as it has come to light that the initial MDR submitted to the FDA on 18-feb-2020 referenced the incorrect report date. It was entered as 21-jan-20 but should have been the 17-jan-20.